Event description:
Patient's sprint fidelis lead was fractured consequently, the lead was removed and replaced with a new right ventricular (rv) pacing lead. The patient presented with syncope which his biv ICD was interrogated and found to have a fractured rv lead with artifact oversensing and inhibition of pacing.